Event description:
Case description: investigation results: novopen 4 - batch lvg2x10-1. The number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: investigation results have been updated. Imdrf codes b,c,d and g have been updated. Narrative has been updated accordingly. Final manufacturer's comment: 10-jul-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient and underlying medical condition of type 2 diabetes mellitus and product handling error are significant confounding factors for the development of hyperglycaemia. H3 continued: evaluation summary: novopen 4 - batch lvg2x10-1. The number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination.

Event description:
Case description: this serious spontaneous case from brazil was reported by a consumer as "glycemic peak of 500 mg/dl(blood glucose increased)" with an unspecified onset date, "pen got stuck(device mechanical jam)" with an unspecified onset date, "pen does not dispense the medicine(device failure)" with an unspecified onset date, "leaves the needle attached to novopen4 after application.(device stored with needle attached)" with an unspecified onset date, and concerned a 66 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", since last submission the case has been updated with the following: report type changed to spontaneous. Narrative has been updated accordingly.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Glycemic peak of 500 mg/dl [blood glucose increased]. Pen got stuck [device mechanical issue]. Pen does not dispense the medicine [device failure]. Leaves the needle attached to novopen4 after application. [Product storage error]. Case description: study ID: (B)(4). Study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient's height: 150 cm. Patient's weight: 49 kg. Patient's bmi: 21.77777780. This serious solicited report from brazil was reported by a consumer as "glycemic peak of 500 mg/dl(blood glucose increased)" with an unspecified onset date , "pen got stuck(device mechanical jam)" with an unspecified onset date , "pen does not dispense the medicine(device failure)" with an unspecified onset date , "leaves the needle attached to novopen4 after application.(device stored with needle attached)" with an unspecified onset date and concerned a 66 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 2 diabetes mellitus", current condition: type 2 diabetes mellitus (duration not reported). On an unknown date, reported as a few days ago, when trying to apply novopen 4, the pen got stuck. The patient connected the medicine refill to the pen, but when pressing the injection button, the pen did not dispense the medicine. The patient reported that the pen does not apply the usual pressure. On an unknown date, the patient experienced a glycemic peak of 500 mg/dl due to the technical failure. The patient tried to perform the flow test and it did not work. Later returned to the place of purchase and with the help of the pharmacist, performed more tests and even so, the operation was not re-established. The patient also reported that they reuse the needles on an average 3 times and also leave the needle attached to novopen4 after application. Batch numbers: novopen 4: lvg2x10-1. The outcome for the event "glycemic peak of 500 mg/dl(blood glucose increased)" was not reported. The outcome for the event "pen got stuck(device mechanical jam)" was not reported. The outcome for the event "pen does not dispense the medicine(device failure)" was not reported. The outcome for the event "leaves the needle attached to novopen4 after application.(device stored with needle attached)" was not reported. Reporter's causality (novopen 4) - glycemic peak of 500 mg/dl(blood glucose increased) : unknown. Pen got stuck(device mechanical jam) : unknown. Pen does not dispense the medicine(device failure) : unknown. Leaves the needle attached to novopen4 after application.(device stored with needle attached) : unknown. Company's causality (novopen 4) - glycemic peak of 500 mg/dl(blood glucose increased) : possible. Pen got stuck(device mechanical jam) : possible. Pen does not dispense the medicine(device failure) : possible. Leaves the needle attached to novopen4 after application.(device stored with needle attached) : possible.